Manufacturer narrative:
The t:slim x2 user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69mg/dl due to overcorrecting for a meal consumed. The contact stopped all insulin deliveries and gave the customer carbohydrates to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer's current bg level was 94mg/dl.